Event description:
It was reported that the patient presented remotely. Upon review, the left ventricular (lv) lead exhibited out of range high pacing impedance. The patient was brought into the clinic and programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received a complete lead was returned in two pieces. Visual and x-ray examination found all four filars of the inner coil appeared to be fractured distal to suture tie impression. Scanning electron microscope verified that all filars of the inner coil were fractured. The cause of the reported event was due to the fractured inner coil consistent with bending fatigue.